Event description:
International affiliate reports the tip of the instrument broke off inside the screw head during insertion. The tip remains in the head of the implanted screw, and the surgical procedure was extended by approximately sixty minutes as a result of this difficulty.

Manufacturer narrative:
No conclusion can be made at this time. Events of this nature can result from excessive force being applied to the device. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, the specification for the product requires passivation, which further increases the material's resistance to corrosion. At this time, complaint is considered to be closed.